Manufacturer narrative:
(B)(4). Cuvette lot# was not provided. Method - actual device not evaluated. Process evaluation performed. No related ncmrs identified for this instrument. No current complaint trends identified for this product/issue. Result - no results available since no evaluation performed. Conclusion - unable to confirm complaint. During the initial communication with this customer, it was noted that this was the first time this hemochron jr signature plus instrument was being used for patient testing. During follow-up communication with the customer, it was reported that for troubleshooting purposes, they performed additional side-by-side correlation testing using multiple cuvette (single-use disposable) lot number and instruments. The correlations produced acceptable results and the customer placed the hemochron jr. Signature plus instrument back into service at the facility. Itc has requested all date required for form 3500a.

Event description:
Healthcare professional reports lower then expected (B)(6) results with the hemochron jr. Signature plus microcoagulation system. During an unspecified procedure, the hemochron jr. Signature plus generated (B)(6). On a second signature plus instrument used as a ref, the result was (B)(6). The (B)(6) was repeated three times on the initial instrument and each result was lower than expected, whereas the ref instrument results reached the expected target time. Target time: (B)(6). No adverse events reported.